Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, memory was reviewed. We confirmed that the device declared end of life (eol) after experiencing a charge time greater than the extended mid-life charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an early eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached end of life due to the charge time measurements exceeding the extended charge time limit. The device transitioned from the elective replacement indicator to end of life in 60 days. The device remains in service and the patient is scheduled for a device replacement procedure. The patient was in sinus rhythm and no adverse patient effects were reported.

Event description:
Our company received additional information this device was explanted and replaced. The device has been received and is currently being analyzed. When testing is complete this report will be updated.